Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228632362); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline device, an unruptured, fusiform aneurysm. The pipeline flex (ped2-450-20) could not be opened at the distal part, and catheter resistance was encountered in the middle. The physician attempted to resheath the device over three times, but it remained closed, leading to the removal of the system. Subsequently, another pipeline flex (ped2-450-18) was used without issues. The pipeline was not located in a bend and more than 50% had been deployed when it failed to open. No other steps were taken to open the device. The aneurysm was located at the right carotid artery with dimensions of 14mmx10mm and a neck of 10mm. The patient's vessel tortuosity was said to be both moderate and minimal. The patient was reported to be fine with no complications noticed due to the event. The devices were prepared and flushed per the IFU.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. However, the pipeline flex shield braid was found to be stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal end of pipeline flex shield braid was found to be not opened due to damaged braid. The proximal end of pipeline flex shield braid was found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be flattened from 7.0 cm to 2.3 cm from distal end. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265" mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was only with the second pipeline, and that the device wasn't used. The resistance was during delivery and partially during retrieval. The cause of the failure to open was not determined. A continuous saline flush was administered and maintained per the IFU throughout the process. It was observed that the pipeline pushwire was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the vessel tortuosity was moderate. The lot number for the pipeline finally implanted (2nd) was b817142. It was noted that only on the first pipeline the pushwire was damaged.